Manufacturer narrative:
Concomitant medical products: dtba1d1 ICD, implanted (B)(6) 2017.

Event description:
It was reported that the patient experienced some dizziness. The right ventricular (rv) lead exhibited noise and short v-v intervals. The pace/sense portion of the lead was capped, a new pace/sense lead was implanted, and the remainder of the rv lead is still in use. No patient complications have been reported as a result of this event.